Event description:
An ophthalmic surgeon reported that the blade of a knife was dull during surgery. The knife was replaced with another and the procedure was completed with no impact to the pt. Add'l info was confirmed to not be available.

Manufacturer narrative:
The sample is available but has not been received by mfg at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).